Event description:
On an unknown date, a patient in croatia underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2025, the patient started experiencing severe abdominal pain and an abundant secretion of green-black content appeared on the peg. On (B)(6) 2025 the patient was hospitalized in the surgical department until (B)(6) 2025 . Rapid diagnostic testing revealed left-sided pneumonia as well as ileus, which led to emergency surgery. During the procedure, a perforation of the bulbar segment of duodenum was found, along with segmental gangrene, which was surgically resected. The peg and j tube were completely removed. Postoperatively, the patient recovered well and on (B)(6) 2025 , he was discharged to home care.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. Intestinal perforation is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.